Event description:
Physician assistant at (B)(6) neurosurgeon office attempted to re-program my vp shunt (medical device implanted into the ventricles of my brain). It is a 2 pad unit a hand held device that is positioned on my skull over the shunt valve the other part is a portable unit in a suitcase on wheels. As the pa was trying to re-program the shunt we heard an electrical popping noise then the unit began to smoke. She had to blow out small flames coming from the back of the unit, she un-plugged the power source and escorted me out of the room. I was so frightened by this event I had to use the rest room. My biggest concern is that this re-programming unit is used frequently to re-program the shunt valve. This is quite dangerous.